Manufacturer narrative:
Updated section d9, h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of inaccurate values was unable to be confirmed. Both flotrac and dpt sensors zeroed and sensed pressure accurately on a ev1000 monitor and pressure monitor respectively. No error message was observed on a ev1000 monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedances and output impedances for both flotrac and dpt sensor were within specifications. Zero-offset for both flotrac and dpt sensors also met specification. No leakage or occlusion was detected from the unit during the pressure test. No visible damage was observed from the kit. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. During the manufacturing process there are controls related to the reported malfunction.

Manufacturer narrative:
The product is expected to be returned for analysis. However, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this flotrac sensor, normal map (mean arterial pressure) values were displayed on the ev1000 monitor (85 mmhg), but differed from those shown on the bedside monitor (10 mmhg). No error message or alarm was displayed. The patient was not treated based on the wrong values, since they were mistrusted. The problem was solved replacing the flotrac sensor with a new unit. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet. Patient demographics unable to be obtained.